Event description:
The customer states that one pt sample generated an initial axsym cmv igg assay result of 73.5 au/ml. The sample was later retested with lot 31293m200 and generated an axsym cmv igg assay result of 0 au/ml. The customer then tested the sample with a third (different) lot of reagent and generated an axsym cmv igg assay result close to the first result of 73.5 au/ml (the customer did not give any info concerning the other lots used in testing). The customer stated that overall, lot 31293m200 generates lower test results than other lots used in the lab. Controls have remained within specificatins with all lots of reagent in use. There is no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.